Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. Attempted to inflate the balloon, and while filling the balloon, it was very noticeably that the inflation notch was too close to the tip. Attempted to passively deflate the amount of solution that went into the balloon, but was unable to remove all of the solution. The balloon was dissected to measure the middle of the inflation notch to tip distance, which measured to be 1.2400" which was found to be out of specification (1.29" +/- 0.01"). Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be balloon not centered on inflation notch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate during pretest.